Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light transmission failed, faulty charged coupled device and cable, and out of field. A root cause could not be identified. Based on the results of the investigation, it is likely the reported failure was caused due to severe bend on outer tube. However, the most probable cause for the additional malfunction failed light transmission was due to faulty charged coupled device unit and cable, and out of field was caused by bent outer rube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope got bent like a 15 20 degree bend on it. The issue was found during sedation (device inside patient) of a therapeutic laparoscopy tubal procedure that was completed with a similar device. There were no reports of patient harm.